Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Some servicing was performed; however no malfunction or error was found that could have contributed to the report event. The flow rates of the pump were found to be per specifications. The device had flow test performed at 50ml/hr and 125ml/hr for 60 minutes each. The results were 0.574% and -2.0728% respectively. Evaluation determined no correction is required. Therefore, based on the information available the reported issue is likely to be the cause of other factors and unlikely associated with a malfunction of the sigma spectrum pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump changed the concentration of norepinephrine from 4mg/250ml to 16mg/250ml (dose, programmed amount and delivery rate unknown) during therapy in the intensive care unit. A new bag was received, tubing primed and pump programmed. The patient began to need more pressor support and although the rate was increased, the blood pressure (b/p) was not responding. After verification of the pump settings, a new bag was mixed and started on a new pump. The b/p responded, after a while the pharmacist requested to switch the new bag to the original pump and all elements were verified. The patient¿s b/p again trended down. The bag was placed back on the new pump and the original pump was pulled from service. No additional information is available.